Event description:
The user facility reported when the sterilization tray was removed from the autoclave after sterilizing cycle there appeared to be fumes from what may have been a chemical reaction. The fumes from what may have been a chemical reaction. The fumes were inhaled by a staff member. As a precaution, the staff member was sent to the emergency room for a chest x-ray and then returned to work. The exposure to the fumes did not appear to cause any damage. Subsequent information received regarding the status of the staff member confirmed there was no harmful effect from the event.

Manufacturer narrative:
The device has not been returned for evaluation. A supplemental report will be submitted if any additional information is received.